Event description:
It was reported that the wire fractured. A savion flx guidewire was selected for an aortagram with run off and angiogram of the left leg. When the guidewire was removed from the box during preparation, the tip was attempted to be shaped, however, the tip broke off. The device never entered the patient's body. A savion flx was pulled and used to completed the procedure. The patient experienced no complications and is fine.